Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic sensor interface board (esib), flow sensor, flow sensor module were replaced to resolve the issue reported. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in reverse flow error which could result in loss of mechanical ventilation. There was no patient injury.